Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Jaw broke off where it was connected to hinge. Risk manager from hospital stated that he believes that instrument broke due to too much weight being grasped causing mechanical overload of instrument. Condition of instrument is consistent with damage caused by mechanical overload.